Event description:
It was reported that post operative it was discovered that the patients right ventricular (rv) lead exhibited rising lead impedance and high thresholds. The lead had dislodged. A lead revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.